Manufacturer narrative:
The component codes 814 fiber and 424 cap are associated with the device code 1069 break.

Event description:
It was reported that the fiber cap "burst" and a small amount of glass broke off of the fiber cap inside the pt at 10,000 joules during prostate vaporization. It was reported that the cap was retrieved. The procedure was completed with another fiber. There was no pt injury. The procedure had been initiated with a different fiber, which was also reported (reference MFR report number 2937094-2012-00285).